Manufacturer narrative:
The device has not been returned to the manufacturer for evaluation. A lot history review (lhr) of asdvf017 showed one other similar product complaint(s) from this lot number. The complaints for this lot number (asdvf017) have been reported from the same facility.

Event description:
It was reported "patient was accessed on (B)(6). There was no reported leaking at time of access. Patient was connected to a 5 fu pump for at home infusion. Patient came back into the infusion center on (B)(6), and was not aware of any leaking. Nursing discovered that there was a leak (cracking in the y-site) when they saw white residue from 5fu leaking on the patient."